Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent stylet is confirmed; however, the exact cause could not be determined. One 4fr single-lumen powerpicc solo catheter with 3cg stylet was returned for evaluation. An initial visual observation revealed no major use residue except for some clear liquid within the tubing of the t-lock and some kinking of the stylet distal to the t-lock. The tip of the stylet appeared to be slightly kinked. A microscopic observation revealed kinking of the core wire between the magnets near the distal end of the stylet. The observed damage could have occurred during manufacturing, transportation, storage or handling of the device. Therefore, the exact root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that on 10/20/2025, while inserting a 4fr, single lumen PICC, I noticed the sherlock 3cg tip confirmation copper tip, was about half the size it usually is. It also seemed bent a bit. I did not cut this tip. The wire was pulled back quite a bit, prior to trimming, as always. I did not insert this PICC but had to open another kit for a new PICC, same lot # and the tip was fine.